Event description:
It was reported that the adaptor was connected and implanted. Prior to closure the implantable neurostimulator (ins) was interrogated and there were ¿shorts¿ on both the ¿left and right¿ side. Therefore, the adaptor was removed and replaced with a new one. The issue resolved. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Product ID 64002, lot# n380032, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 37642, serial# (B)(4), product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0120574v, implanted: 2002 (B)(6); product type lead product ID 3387-40, lot# j0120576v, implanted: 2002 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the adaptor, lot #n380032, found no anomaly. Two known good leads were attached to two known good extensions which were attached to the adaptor which was connected to a known good screening cable. Impedances were measured and all came back normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.